Manufacturer narrative:
Concomitant: 5071 lead, implanted (B)(6) 2008. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.